Event description:
It was reported that during the surgical procedure, the surgeon noticed some carbon buildup on the tip of the permanent cautery hook instrument. As a result, the surgeon used another instrument to scrape the residue off the tip and while doing so; the permanent cautery hook instrument tip fell inside the patient. The tip was retrieved and the planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation. Although the instrument was not returned for evaluation, the instructions for use specifically state: general precautions and warnings. Do not use an instrument to clean debris off another instrument intraoperatively. This may result in damage to the instrument.